Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient presented for an in-office device check after a telephonic transmission failed. The device could not be interrogated and it had no magnet response. The battery status about 17 months prior projected an estimated remaining battery life of 11-42 months (average 27 months). The device was explanted and replaced. No patient complications have been reported as a result of this event.